Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: revision, recurrence, surgery to revise mesh, bowel obstruction, adhesions, pain. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 7536719. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: [facility ni]. (B)(6) md. Operative report. Preoperative diagnosis: umbilical/ventral hernia. Postoperative diagnosis: umbilical ventral hernia. Procedure: laparoscopic repair of a ventral hernia at the umbilicus with a 10 x 15 cm gore-tex mesh. This is not an incisional hernia. Indications: the patient is a 42-year-old white male with a history of symptomatic umbilical hernia. He has had it for several years but lately he has had some increasing amount of pain and burning discomfort associated with this. When he was seen in the office, he had a little bit of incarcerated omentum, which I could not reduce without undue pain. No evidence for bowel obstructive symptoms. He was felt to require repair. It was a fairly large hernia, and the patient is a relatively large man, so we suggested a laparoscopic repair. Description of procedure: ¿the patient was taken to the or and placed in supine position under general anesthesia. His abdomen was prepped and draped in the usual fashion. An incision was made in the left upper quadrant below the ribs. The veress needle was inserted, and the abdomen was insufflated with co2 to 15 mmhg. This was replaced with the 10 mm optiview trocar. Under direct camera guidance, we placed then two 5 mm trocars in the left lower quadrant. The hernia, with the insufflation, actually reduced itself so that we had an empty defect about the umbilicus. No adhesions therefore had to be cleared off. I went ahead and measured out a 10 x 15 cm mesh, giving nice coverage of this with a couple of inches of coverage out in all directions around this to hopefully prevent recurrence. I therefore pre-tied at about eight sites sutures around the circumference of that every inch to inch and a half, gore-tex suture with these coming off the rough side of the mesh. I rolled the mesh up, put it in, leaving the slick side against the bowel, the rough side against the abdominal wall. I sequentially used a gore suture passer, went through the abdominal wall, scanned the abdominal wall. Full thickness was picked up in each suture, with each arm of the suture, bringing this through the same skin incision site, which was just from the gore needle passer, but about a centimeter over on the fascia, so that we incorporated some fascia on each bite. This was done on all eight of the sutures around the circumference, sewing the mesh up with proper tension all across the anterior abdominal wall. Then I used a pro tack with titanium tacks all around the circumference as well. There was one little site that had just a little bit of bleeding. Actually, it seemed to stop when I just placed one additional suture around this area just to be sure we had good hemostasis at that level and then also further reinforce the mesh. At this point, everything looked good and dry. I had put local anesthetic to the skin as well as the muscle fascial layers at all the sites where we placed the sutures, and I used 10-15 ml of local that I just passed around the circumference. I also used this at all the trocar sites. After deflating the abdomen, I closed the one larger trocar site, even though it was a dynamic trocar, with a #0 vicryl suture on the fascia and then subcuticularly with 4-0 vicryl on the skin. Steri-strips were applied and a steri-strip placed at each of the other sites to make sure the skin was pulled up at each site.¿ (B)(6) 2010: (B)(6) health system. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 7536719. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/7536719) was implanted during the procedure. Records span (B)(6) 2010 to (B)(6) 2010. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2010: [facility ni]. (B)(6), md. Office notes. Has a fairly good size umbilical hernia that he has had for some years but has been getting an increasing amount of discomfort associated with that here recently. Has never had scars in this area, no abdominal surgeries. Has had some orthopedic type surgeries and a vasectomy but nothing on his abdomen. Has a history of hypercholesterolemia and some hypertension but otherwise good health. Doesn't smoke or drink. Weight 250 lbs. Exam: abdomen shows a somewhat larger than golf ball size umbilical ventral hernia. Bowel sounds are active. Impression: abdominal umbilical ventral hernia. Plan: because of the size of the hernia I would recommend laparoscopic repair of this on an outpatient basis. There is less risk of local recurrence and local wound problems. We will set him up for that as an outpatient tomorrow. (B)(6) 2010: (B)(6) health. [Signature illegible]. Anesthesia record. Weight 250 lbs. History asthma. Asa class: iii. Implant date: (B)(6) 2010 (outpatient surgery) relevant medical information: (B)(6) 2019: (B)(6) associates. (B)(6), md. Office notes. Presents with a complaint of hernia. Had a laparoscopic ventral hernia repair done in 2010 near his umbilicus or at his umbilicus. Has had several episodes of intermittent small bowel obstruction over the past several years including one for which he was briefly hospitalized at saint jo east in 2017 that resolved. Felt like a similar issue was coming on last week having a little bloating nausea and feculent belching. Also has a reduction in bowel movements but take a lot of stool softeners. History of hypertension, asthma, diverticulosis. Occasional alcohol use; never smoker. Weight 259 lb, bmi 43.1. Exam: abdomen: hernias ¿ umbilical hernia ¿ non-reducible (he probably has a recurrent hernia though it is hard to tell whether this is just a large ball of preperitoneal fat or an actual hernia sac. But it is tender and I could not reduce it. It is larger than a golf ball). Impression/plan: recurrent umbilical hernia. Patient really has 2 issues 1 seems like he might have a recurrence of his umbilical hernia. This could be just preperitoneal fat and I am waiting on the results of his cat scan but it feels like a recurrence of his hernia. It does not feel like bowel though within it. He does though give intermittent symptoms and had had documented partial small bowel obstructions intermittently several times over the past several years. Sounds like he had one developing last week but better now. I am going to get the results of his cat scan from last week. Got his cat scan and also discussed it with the radiologist today he does have a recurrent ventral abdominal wall hernia at the inferior margin of his previous mesh. This is below the umbilicus. We will therefore do a laparoscopic repair of his recurrent ventral abdominal wall hernia. (B)(6) 2019: (B)(6) health. [Signature illegible]. Anesthesia record. Weight 253 lbs. History gastrointestinal reflux disease. Asa class: ii. (B)(6) 2019: [facility ni]. (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral abdominal wall hernia and patient also has a history of 4 admissions for recurring small-bowel obstruction. Operative procedures: laparoscopic lysis of adhesions including extensive adhesions of small bowel to the anterior abdominal wall as well as a few interloop adhesions. Open repair of a recurrent ventral abdominal wall hernia with resection of a segment of omentum that was incarcerated in the hernia and open closure of the fascial defect with primary closure. First assistant: (B)(6), pa-c. Blood loss: negligible. Indications/description of procedure: ¿mr. (B)(6) is a 51-year-old male with history of pain in his umbilicus area. He has had a previous abdominal wall hernia repair in this area and had a golf ball-sized tender knot in this area that was felt to be consistent with a probable recurrent hernia. Patient also has had a history of multiple admissions for small bowel obstruction. He thinks he remembers 4 that have resolved with conservative therapy, but plan was to originally do a laparoscopic hernia repair, but the patient had extensive abdominal adhesions of the anterior abdominal wall including multiple loops of small bowel and these were all documented with photographs that are in the chart. These were extensively taken down and that took the majority of the time of the case to carefully dissect all these loops of bowel at the entire anterior abdominal wall and off the previous mesh. This was all done without any enterotomy and after doing that, we could not really identify a fascial defect that the mesh itself was not covering, although the patient clearly had a hernia defect with a tender golf ball-sized like hernia just around the umbilicus or just above that area. I told the patient I would do a small incision over the umbilicus probably if this could not be reduced from the underneath side laparoscopically and we would remove that area of the pass, so I did make a small incision across the umbilicus and would start over about a 2 cm incision, but did have to extend that. The patient did have an actual peritoneal hernia sac, which contained omentum, which tracked down through an about a finger-sized fascial defect. I completely mobilized hernia sac, resected that, and then also resected the omentum that was stuck within this and this was clearly coming from extraperitoneal, might have been residual from before, but the patient did not have any omentum actually herniated that you could see from the laparoscopic angle, but this clearly had a hernia sac with a frond of omentum that was again about the size of a golf ball and even longer. When I mobilized this completely down it clearly passed through the actual fascial defect. I resected it at the level using a ethibond suture. I sutured through that, did a suture ligature of the omentum at its base right as I came through the fascial defect, tied this, and then resected everything above that. This was then popped back in. I went ahead and closed the fascial defect as we were with open hernia repair using a running 0 ethibond suture for that. When I was doing that, I also put my finger down and clearly the mesh was covering this area completely, but in spite of that, he did have a very symptomatic hernia sac with some omentum that had been painful. This must have been residual from previous surgery, just remained outside the mesh. All of this was resected, and the lysis of adhesions, I think would be beneficial to the patient in terms of preventing recurring bowel obstructions hopefully. Certainly, he had reasons to have these. His bowel was dilated above the level of those adhesions and I did run the bowel all the way from the cecum to the ligament of treitz during the procedure to make sure there were no other areas of adhesions other than the ones we had taken down at the beginning laparoscopically.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.